Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the vsc and reset the table on/off switch. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray and would only partially shut down. No patient injury was reported.